Event description:
An inflammatory mass was suspected. The patient experienced symptoms of underdose: increased baseline pain in his back and legs. A dye study was attempted on (B)(6) 2012. The hcp could not aspirate through the cap; the hcp could not get the needle through the port so no dye could be instilled. The reporter did not believe the patient had an MRI. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Catheter model 8709, lot# l82262, implanted:2001-(B)(6), explanted: unk. (B)(4).

Manufacturer narrative:
(B)(4).